Event description:
Consumer complaint of low blood glucose results. Expected fasting blood glucose test result range is 250 to 350 mg/dl. Testing performed four times daily. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 93 mg/dl and 94 mg/dl. Verified storage of product is within instructed spec. Test strip lot MFR's expiration date is 04/18/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 179mg/dl (B)(6) 2015 10:11am; 151mg/dl (B)(6) 2015 09:33pm; 135mg/dl (B)(6) 2015 08:53am; 157mg/dl (B)(6) 2015 08:49am; 140mg/dl (B)(6) 2015 11:25pm. Adverse event not reported.

Manufacturer narrative:
Product has not yet returned for eval. (B)(4).